Manufacturer narrative:
The insulin pump was received with all operating currents within specification. No unexpected blank display was noted. The motor error alarmed during basic occlusion test and the pump was unable to prime during prime test due to faulty force sensor system. The pump was received with scratched lcd window and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 490 mg/dl. The customer treated the high readings with injections. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to remove the set from the body. The customer stated that the screen stayed blank. The customer was advised to reinsert the reservoir and run manual prime. The customer stated that insulin exited the tubing. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.